Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2019 with the following findings: a review of the pump alarm history showed frequent low battery warnings and replace battery alarms. The pump electrical current draws were tested and were within specifications. A visual inspection of the pump revealed corrosion in battery compartment and the battery compartment was cracked. Leak testing revealed leaks at the battery compartment. The pump was opened; no further evidence of moisture damage was found on printed circuit board. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.